Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer noticed a gap between the bezel and the rear case at the top of the large volume pump module was larger than expected during preventive maintenance. Upon disassembly, found some damage to the rear case. There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (rear case), as these were the only samples provided by the customer. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the customer noticed a gap between the bezel and the rear case at the top of the large volume pump module was larger than expected during preventive maintenance. The customer stated that "the concern is of a possible infusion rate issue." Upon disassembly, found some damage to the rear case. There was no patient involvement.